Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
On (B)(6) 2017, the patient had a left total knee arthroplasty to address left knee osteoarthritis. Depuy components were used during this procedure including depuy patella and competitor cement x2. On (B)(6) 2021, the patient had a left revision and lateral patellar facetectomy to address failed left total knee arthroplasty. Competitor components were used during this procedure, including competitor cement. The indications included polyethylene wear and gross loosening of the tibial component. There was settling of the varus deformity and knee instability. During the procedure, the surgeon observed substantial synovitis from polyethylene debris. There was substantial scar tissue overriding the knee and there was overgrowth of the bone. The femoral, tibial tray, and tibial insert were revised. Doi:(B)(6) 2017. Dor:05/21/2021. (Left knee).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient received a left attune knee to treat severe osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address tibial tray loosening at the cement to implant interface, tibial tray migration, instability, decreased range of motion, poly wear, synovitis, and scar tissue. The tibial tray, tibial insert, and femoral component were revised. The patella component was retained. However, a lateral facet impingement surgery and lateral patellar facetectomy were performed. Also, scar tissue was removed around the patella. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017. Dor: (B)(6) 2021 . Left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report was received under mw5101372. Not sure what date to use, had left total knee replacement on 2017 by surgeon. Using attune parts and simplex hv cement with gentamicin. Took over 1 year to resolve all pain. Had a different surgery left total hip replacement with pinnacle parts in 2019 after which I had severe left thigh pain that eventually resolved to the left knee only. The surgeon felt the knee ligaments were a little to loose so replaced the plastic component of the knee only on 2019 with slightly larger attune component. Once the surgical pain resolved the knee pain remained as before with minimal to no improvement. I had an instance of severe left knee pain with inability to bear weight on that leg for 3 days 2020. No x-rays were taken that time, unfortunately since I had been treated for a uti the week before. It was questioned whether I had an infection in the joint. I was treated for protein in the blood which was positive. But aspiration of the joint a week later was negative for infection. I got back to being able to weight bear, so nothing more was done at that time. I got a second opinion 2021 due to continued no further improvement in left knee pain. And x-ray shows cystic changes in all the bones (femur, tibia, and patella) and subsidence of the tibial portion of the replacement into the tibia with tilting. I am scheduled to have the entire joint revised next week 2021. This surgeon has stated there is a defect in the plastic component causing it to shed plastic particles which cannot be absorbed by the body, so it fights the cement and the bone. Instead, causing early loosening he states he has seen this happen in other patients as well. My left knee pain was stable but in the last 3 months is worsening to the point I sometimes have to use a cane. Have sharp pain if I step wrong. Have bowing outward mildly at the knee pain if I walk on, uneven ground or walk too far. And severe pain the first few feet after resting/sitting for a while. The surgeon states I must have this revision or the bones may fracture and even during this revision. He fears my patella may fracture due to the thinning of the bone from the replacement.